Manufacturer narrative:
Concomitant medical product: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the device was not working properly, especially the charger. No further complications were reported or anticipated.